Manufacturer narrative:
Follow-up #1 date of submission 10/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump black box showed that the data from the date of the complaint had been overwritten. During a visual inspection of the pump, the battery compartment was observed to be cracked in the threads area and below the grip pad. The battery cap was damaged at the threads and was unable to secure properly to the pump. Intermittent power loss occurred with both the returned battery cap and a test battery cap. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. The complaint of battery life issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life was shorter than expected by the user. In addition, it was reported that the battery cap was not able to attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.